Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 92 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.